Event description:
It was reported that one day post implant there was an acute rise in pacing threshold on the right ventricular lead. The lead had an acute dislodgement and poor right ventricular locations for pacing. It was noted that there was blood within the insulation and it was suspected that the insulation was punctured upon reopening the pocket. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.